Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dental implant was removed because of the low primary stability achieved (15ncm).

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #25 of the patient¿s mouth, there was failure of osseointegration. 15 ncm of torque was used to place the implant. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #25 of the patient¿s mouth, there was failure of osseointegration. Fifteen ncm of torque was used to place the implant. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.